Event description:
The healthcare provider heard a loud pop and snap when performing liposuction into the viality machine. Approximately 8 minutes later the system could no longer hold a seal, they believe that somehow the seal within the drawer had popped loose. They opened up a second unit and completed the procedure with no further complications.

Manufacturer narrative:
Sientra complaint#: (B)(4). Without picture or more information the likely root cause of the seal leak is too much suction causing the device to crack. The reported pop and snap is likely the walls of the viality device giving into excessive suction. The device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. The most likely root cause is too much vacuum was applied to the device causing it to crack/implode. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.